Manufacturer narrative:
Device analysis report attached. This report is submitted on february 15, 2022.

Manufacturer narrative:
This report is submitted on december 13, 2021.

Event description:
Per the surgeon, the device was explanted (reason unknown) on (B)(6) 2021. It is unknown if the patient was re-implanted with another device. Further information is being sought from the clinic.